Manufacturer narrative:
The device ro 13 023 has been inspected for investigation purpose. The tests performed confirmed that the head holder adaptor was broken. This part has been replaced. (B)(4).

Event description:
It has been reported that after the surgery, the head holder adaptor was non-functional. There was no patient/user impact reported.